Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. Customer blood glucose reading was 15.7 mmol/l. The customer said alarm reoccurred after changing battery in the insulin pump. The alarm occurred during normal use. Customer said pump has not been stored without battery or with a depleted battery. Customer also reported blank display. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump was received with unexpected restart error test alarm after battery changed due to voltage leak on the interface board. No blank display noted. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.